Event description:
Reporter states customer was receiving e2 error messages while using the compact plus system. Customer was having symptoms of being woozy, sat down and was unable to test. Customer passed out and was taken to the hospital and admitted for diabetic coma. Customer was treated with insulin while in the hospital. A request was made for return of the suspect device and a replacement was sent.